Manufacturer narrative:
Received one speedband superview super 7 device with residue present indicating use. A visual examination of the returned device found six bands present and were in proper position on the ligator head. One band had been deployed and was not returned. The ligator head teeth were noted to be undamaged. The suture was observed to be broken with portions attached to the ligator head and trip wire loop. The trip wire was properly secured in the handle slot. It was also noted that the trip wire was cut and the proximal portion was not returned. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard. No issue was noted with the handle assembly. It is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there is not enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician deployed the second band onto the distended varix; however, the band failed to deploy. Another attempt was made to deploy the band inside the patient but the band would not release. The device and scope were removed from the patient and the physician then tested the remaining bands outside the patient; still, the band would not deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician deployed the second band onto the distended varix; however, the band failed to deploy. Another attempt was made to deploy the band inside the patient but the band would not release. The device and scope were removed from the patient and the physician then tested the remaining bands outside the patient; still, the band would not deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.